Manufacturer narrative:
Reported event: an event regarding revision involving an unknown mrs knee was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the revision on (B)(6) 2023. As reported by hcp: I am contacting you regarding my 12 yrs old patient who previously received a stryker hmrs distal femoral tumour endoprosthesis and is now scheduled for a revision surgery. The femoral stem is loose and the femoral components will need to be revised, together with the pe insert. Other knee components such as tibial stem and plateau will be left in situ. Usage sheets were provided showing prior revisions on (B)(6) 2017 and (B)(6) 2022.

Event description:
This pi is for the revision on (B)(6) 2023, when another extension piece was implanted and the femoral stem was taken out and apparently was re-cemented. As reported by hcp: I am contacting you regarding my 12 yrs old patient who previously received a stryker hmrs distal femoral tumour endoprosthesis and is now scheduled for a revision surgery. The femoral stem is loose and the femoral components will need to be revised, together with the pe insert. Other knee components such as tibial stem and plateau will be left in situ. Usage sheets were provided showing prior revisions on (B)(6) 2017 and (B)(6) 2022.

Manufacturer narrative:
Reported event: an event regarding revision involving an unknown mrs knee was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.